Event description:
Reference MDR # 1036844-2010-00156 for the first event and MDR # 1036844-2010-00154 for the third event involving the same pt. It was reported that the procedure was being performed on a (B)(6) old female pt. Another kit was opened and again they placed the sheath into the pt's right arm and then attempted to insert the peripherally inserted central catheter (PICC). Again, it barely made it past the tip of the sheath before it became stuck and would not advance. At which time, everything was removed from the pt and another kit was opened. It was noted that this incident delayed treatment for approximately 30 minutes and the pt needed to be sedated longer which could have caused complications in her breathing. She was a child abuse case and had already been through enough.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.